Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03july2019. The manufacturer¿s field service engineer (fse) confirmed the reported faulty light emitting diode (led) indicator. The manufacturer¿s fse replaced the power switch overlay to resolve the problem. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the problem. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined.

Event description:
The customer reported a faulty light emitting diode (led) indicator. There was no patient involvement.